Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed through the occlusion testing. Upon further investigation, it was found that the downstream occlusion (dso) seal was delaminated. The dso seal was replaced. The device passed all functional testing after repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed occlusion testing at 28.45psi. There was no patient involvement.

Manufacturer narrative:
B3: unknown; year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.